Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? During one procedure. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. What is the procedure name? No further information is available. What is the procedure date? On (B)(6) 2022. Any patient consequences? There was no adverse conseqence to the patient. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-00233.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. When the stoma was made, the product was used to fix it, however, several needles were hard to detach from the sutures during use. When the surgeon pulled the several needles hard enough, the needles were detached from the sutures. These were control release needles. There were no adverse consequences to the patient. Additional information was requested.